Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident in 1997. Approx eighteen months post procedure, the pt returned with pain and inability to void. The sling material was removed without incident in 1999. The returned explanted device was decontaminated and evaluated. It was found to be badly folded and wrinkled. The suture holes were elongated but not damaged. No other similar events have been reported with this lot number co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection, consequences specifically related to materials: pelvic sensitivities and tissue erosion,"